Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cracked touchscreen issue could not be verified, the touchscreen unresponsive, and unreadable issues were verified, and a different issue was identified.

Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. Customer¿s blood glucose level was 150 mg/dl. The customer will continue to use current pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.